Manufacturer narrative:
The device was evaluated by ventec where the reported issues of measuring lower peep (positive end expiratory pressure) than set and displaying a patient circuit disconnect alarm was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set and was displaying a patient circuit disconnect alarm. There was no patient involvement associated with the reported event.